Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the clip applier was removed from the package and the jaws were jammed together. The device would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.